Event description:
The consumer states when he folded up the wheelchair, he lacerated his finger, requiring dermabond to close the wound.

Manufacturer narrative:
Manufacturer received medwatch report (B)(4); a patient folded up a wheelchair and lacerated his finger requiring medical intervention. No details of the event have been provided. Current user guide covers proper use methods. MDR filed based on alleged injury. If additional information is obtained, a follow up MDR will be provided.